Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions on how to reset the pump, and the caller planned to perform the reset when ready and follow up if the issue persists.